Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 410 mg/dl at the time of incident. The customer's blood glucose was 148 mg/dl at the time of call. The customer's grandfather stated that they treated the high blood glucose with manual injection and the insulin pump. The customer's grandfather stated that they were wearing the insulin pump at the time of hospitalization. The customer's grandfather stated that the drive support cap appeared normal. The customer's grandfather performed troubleshooting and did not found air bubbles and leaks. The customer's grandfather declined to check for insulin issues and site issues and settings. The customer's grandfather was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer's grandfather performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.